Manufacturer narrative:
(B)(4). Only event year known: 2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does this mean that the clips were malformed? Did the device not fire any more clips? Did the clips fall off the vessel?

Event description:
During a cervical dissection, the device was used in order to ligate a facial artery.a the end of use, the clips were no longer engaged in the clamp which generated a section of the vessel. It was necessary to ligate the vessels with sutures. Delay of 15 minutes. No patient consequence reported.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested, and the following was obtained: please clarify the event: the clips were no longer engaged in the clamp. Did the device not fire any more clips? Response: the device did not delivered the clips.